Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field d6b: explant date the returned pacemaker was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced an episode of atrial fibrillation during which they were being ventricularly paced. During the episode, there was oversensing of noise on the right ventricular (rv) channel, leading to a period of pacing inhibition and asystole approximately three seconds long. It was determined that the noise was due to oversensing of myopotentials associated with the patient using her walker. The patient noted she had been experiencing short bouts of dizziness. Pacemaker sensitivity was adjusted to address the issue. No additional adverse patient effects were noted. This pacemaker and the rv lead remain in service. The device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient experienced an episode of atrial fibrillation during which they were being ventricularly paced. During the episode, there was oversensing of noise on the right ventricular (rv) channel, leading to a period of pacing inhibition and asystole approximately three seconds long. It was determined that the noise was due to oversensing of myopotentials associated with the patient using her walker. The patient noted she had been experiencing short bouts of dizziness. Pacemaker sensitivity was adjusted to address the issue. No additional adverse patient effects were noted. This pacemaker and the rv lead remain in service.